Event description:
The customer reported to olympus, the rhino-laryngo videoscope had image noise and the subject could not be recognized. Inspection and testing of the returned device found resin fell off the image guide coil. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image noise was not confirmed. The device evaluation found watertightness was not maintained due to breakage of the insertion tube; the insertion tube was discolored; the bending angle was insufficient due to the elongation of the angle wire; corrosion due to water leakage was found in the operation part; the angle lever did not operate smoothly due to damage to the angle lever. In addition, the insertion tube; the operation part; the switch box; the grip; the angle lever; the up/down plate; the universal cord; the video cable; the video connector; the light guide connector; the light guide cover glass surface; and the video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.